Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6). Device evaluated by MFR: synergy ous mr 3.00 x 20mm stent delivery system (sds): catheter was returned for analysis. A visual and microscopic examination of the stent found distal stent damage, with stent struts lifted, stretched and pulled proximall. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 08-apr-2022. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery was predilated with another manufacturers 2 x 10 mm balloon. A 3.00 x 20 synergy ii drug-eluting stent was advanced, however, failed to cross the lesion. The lesion was predilated again and the procedure was completed with a different device. There were no patient complications reported. However, returned device analysis revealed stent damage.